Event description:
A customer in the united states notified biomérieux of false resistant oxacillin results for a patient staphylococcus aureus isolate when testing with the vitek® 2 ast-gp75 test kit (ref 415670, lot 2750973203). The isolate was collected from a nasopharyngeal sample. The initial and first repeat test obtained the same oxacillin results of mic > 4 (resistant). When testing was repeated a week later, the oxacillin result was mic 0.5 (susceptible). Initial: cefoxitin screen = neg (aes modified to pos). Oxacillin = > 4 (resistant). Mrsa pcr = neg. Pbp2a = neg. Repeat 1: cefoxitin screen = neg (aes modified to pos). Oxacillin = > 4 (resistant). Mrsa pcr = neg. Pbp2a = neg. Repeat 2 (1 week later): cefoxitin screen = neg. Oxacillin = (B)(6). Pbp2a = neg. (B)(6) pcr = (B)(6). The customer reported that the discrepant results did not lead to any adverse impact on the patient's health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding a false resistant oxacillin result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-gp75 test kit (ref 415670, lot 2750973203). The isolate was collected from a nasopharyngeal sample. Upon initial testing, a resistant oxacillin mic>=4 was obtained. Repeat testing gave susceptible oxacillin mics of 0.5 and <=0.25. The customer was unable to ship the strain for investigation. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference methods. The customer submitted raw data to be reviewed. Review of customer data showed that the replicate with oxacillin mic of >=4 had slightly atypical growth. The two replicates with mics of <=0.25, 0.5, respectively, did not demonstrate the slightly atypical growth. Ast-gp75 lot #2750973203 met final qc release criteria. This lot passed qc performance testing.